Event description:
On (B)(6) 2015 the customer reported that the left ventricular (lv) lead displayed loss of capture (loc). A revision procedure was performed and the lv lead and adapter were surgically abandoned. No adverse patient effects were reported as a result of this clinical observation. The adaptor was implanted for approximately 8 years, 5 months.

Manufacturer narrative:
The adaptor was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this adaptor cannot be confirmed. No adverse patient effects were reported as a result of this clinical observation, and a new lv lead was placed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the adaptor model were reviewed. No trend of the same or similar type was found or indicated.